Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a dislodged ceramic sleeve and a broken piece missing. The size of the missing piece was approximately .032¿ x .064¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument had restricted movement at discs and tip showed abnormal movement. The issue was identified prior to start and before anesthesia. The procedure was converted to an open surgery. Reported information indicated that the instrument was not used in the patient. No adverse event was reported to have occurred intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was not used on the patient. The surgeon had the option of using an alternative davinci instrument; however, he was not comfortable and thus "elected" to convert the procedure to an open surgical procedure.